Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had error code 242.4030 was not identified during the customer call. Biomed confirmed that the device needs to be sent in for repair. Provided the customer with step-by-step instructions on how to correctly create a repair case through the appropriate channel. Attempted to transfer the call to service notification, but the transfer was unsuccessful. Provided direct number to call. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 keeps erroring 242.4030. There was no patient involvement.